Event description:
It was alleged that the pump delivered an un-programmed one unit bolus on 01/16/2012 at 5:41pm without report of serious injury to the patient. It was reported that the patient's blood glucose (bg) was 98mg/dl two hours after the bolus and that this bg reading was an expected value for the patient. There were no reports of hypoglycemic symptoms or need for medical intervention. The reporter stated that at the time of the alleged bolus the pump was locked and the patient was wearing the pump clipped onto her clothing. The reporter noted that she discovered the bolus when the iob appeared to be incorrect based on prior known bolus amounts. Although advised by customer technical support to remove the patient from the pump, the reporter chose to continue use of insulin pump therapy without reported bg excursions. This complaint is being reported due to the allegation that the pump delivered a bolus of insulin without known user intervention. At this time, it is unknown if use error played a role in the inadvertent infusion.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the pump's history revealed that there was a 2 unit bolus observed on (B)(4) 2012. A review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A 24 hour duration test was performed and no un-programmed boluses were noted during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump's history. The keypad was removed and no damage was found to the button key contacts.